Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: during the investigation, the pump powered on to blank display. The pump was opened, and moisture was observed on the printed circuit board. Multiple cs054/52 alarms were observed in the black box.